Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging a pump history/settings issue; the total daily dose basal delivery totals were allegedly not recorded as programmed. There was no indication the product caused or contributed to a reportable adverse event. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/17/2017 with the following findings: review of the black box data revealed the last basal delivery was on (B)(4) 2017 at 9:05 pm. The total daily doses added up correctly to accurately reflect the user¿s programmed basal rate target. There was no activity outside of normal use observed in the black box data. On investigation, the pump was powered on and ez-prime steps performed correctly. The pump was exercised for 24 hours on a 1 unit per hour duration test without duplication of the alleged issue of the total daily doses not matching the active basal program. Investigation did not confirm nor duplicate the complaint and the pump was found to be performing as intended and within the required specifications.